Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer address their bg with a correction bolus via pump. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.